Event description:
It was reported the v60 had a power supply failure. Reports unit not in clinical use at time of discovery and no harm or injury to user/patient. Investigation is ongoing.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.